Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Suggested component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision due to greater trochanteric fracture. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: greater trochanter fracture. A definitive root cause cannot be determined. The complaint is confirmed based on the medical records and x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on an unknown date with unknown implants. Subsequently, the patient sustained a periprosthetic fracture resulting in an orif of the right proximal femur with plate, wires, and screws implanted. It was reported that the patient was revised due to a greater trochanteric fracture; only the head was exchanged and stem remained implanted. No further details provided.